Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 460 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the needle hub is stuck in the serter and that the cannula looked bent. The customer was assisted with trouble shooting and was informed that the serter needs to be replaced. The customer was sent a new serter. No further information was provided.